Event description:
Boston scientific received information that the patient with this pacemaker, suffered a syncopial episode while driving his car. It was noted that the patient had a greater than 3 beat run of pre-ventricular contractions (pvc), as well as multiple pvc's. It was noted that the thresholds were within the normal range and the accelerometer was programmed to 1.1. The device was thoroughly tested, which did not note any anomalies. A technical service consultant suspected that the syncopial episode was related to the patient's irregular rhythm. The device remains implanted at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Event description guidant received information that the patient with this pacemaker, suffered a syncopial episode while driving his car. It was noted that the patient had a >3 beat run of pre-ventricular contractions (pvc), as well as multiple 1 or 2 pvc's. It was noted that the thresholds were within the normal range and the accelerometer was programmed to 1.1. The device was thoroughly tested, which did not note any anomolies.